Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that a low battery alert. Customer also reported that insulin pump was humming very loudly even after battery cap replacement. Customer also received a blank screen display. Customer's blood glucose was 153 mg/dl. Insulin pump would be replaced.